Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a low blood glucose (bg) level of 38 mg/dl and unspecified emergency room intervention. No further information was obtained as customer declined troubleshooting with tandem technical support.